Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. Reportedly, customer added 100 units of insulin to the cartridge and subsequently received a cartridge alarm (alarm 9). Reportedly, the customer had filled the cartridge with 250 units of insulin. Customer's blood glucose level ranged from 160 mg/dl to 167 mg/dl. Reportedly, a new cartridge was successfully loaded to resolve the issues and insulin delivery was resumed.